Manufacturer narrative:
The sapien xt valve was not returned to edwards lifesciences for evaluation. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. No case imagery or device photos were provided for review. Device history review (DHR) was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints. As the complaint was not able to be confirmed, a complaint history review is not required. The edwards sapien xt transcatheter heart valve is indicated for use in patients with symptomatic heart disease due to either severe native calcific aortic stenosis or failure (stenosed, insufficient, or combined) of a surgical bioprosthetic aortic valve who are judged by a heart team, including a cardiac surgeon, to be at high or greater risk for open surgical therapy (i.e., society of thoracic surgeons operative risk score >/=8% or at a >/=15% risk of mortality at 30 days). Additional potential risks associated with the use of the thv, delivery system, and/or accessories include: structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis) device degeneration. No instructions for use (IFU)/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaint was not able to be confirmed. Due to the unavailability of the device and/or relevant imagery, engineering was unable to perform any visual, functional, or dimensional analysis. A review of the DHR and lot history revealed no indication that a manufacturing non-conformance contributed to the complaint. Additionally, a review of manufacturing mitigations supports that proper inspections are in place during the manufacturing process to detect issues relating to the complaint. During the manufacturing process, all sapien xt valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instruction for use (IFU), valve degeneration/deterioration is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve degeneration/deterioration can result from a number of factors, including calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), and native leaflet prolapse impeding prosthetic leaflet motion. The device was not returned for evaluation as it remains implanted in the patient. No further information was provided despite multiple attempts to obtain additional information. Based on the limited available information provided, a definite cause for the valve degeneration/deterioration could not be determined. Since no manufacturing non-conformances or IFU/training deficiencies were identified, corrective/preventative action is not required.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, 4 years and 9 months post implant of a 29mm sapien xt valve in an existing tricuspid surgical ring, a 26mm sapien 3 ultra valve was implanted during a valve in valve procedure. At the time of the report, the patient was in stable condition. Both valves and the surgical ring remain implanted in the patient.